Manufacturer narrative:
(B)(4). Firing trigger teeth the analysis results found that the (B)(4) device was received with the firing mechanism damaged and with a (B)(4) reload loaded in the device. The reload was received fully loaded with staples. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached as to what caused the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge in previous firings. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). . The returned reload was loaded into a test device and it fired, cut and formed all the staples as intended. Event could not be confirmed as the device opened and closed as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an appendectomy procedure, after third reload, instrument could not open, the instrument had to be cut out and then overstitched by hand. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.